Manufacturer narrative:
This report is being filed on an internation product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. (B)(4). Evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) results of (b)(^) were generated for a patient sample using architect havab igg reagent lot 31352li00. The sample tested nonreactive using the vidas method. No adverse impact to patient management was reported.